Event description:
Additional information received from a consumer reported the patient was in pain and crying everyday. The patient wished they never put the pump in their body as no doctor would touch them now. It was noted the pump was alarming every 10 minutes due to being empty. The patient was in and out of the hospital with seizures and ready to kill themselves because the pain was so much. The patient also noted they were going to throw up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the device was alarming and they were unable to shut it off. The patient was waiting on hearing from a manufacture representative. No further information was provided. Additional information was received from a consumer on 2020-jul-22, but it was indicated that a device manufacturer representative was notified of the information on 2020-jul-03. It was reported that the patient's pump ran out of medication on (B)(6) 2020. The caller thought that the doctor was supposed to get alerts from the patient's pump when that happened and call them to set up a refill appointment, but the doctor did not do that. It was reviewed that the pump does not have that capability and the doctor is not remotely alerted if the pump runs out of medication. They had contacted the doctor and the representative was contacted as well. The doctor "felt harassed" by the calls and wanted to fill the pump with saline but the patient wanted the medication. On (B)(6) 2020 the patient had a mild seizure, then 13 hours later he had another one. They started to hear a single toned beep on (B)(6) 2020 and a critical alarm starting on (B)(6) 2020. The caller was given alternate physician listings to follow up with. No further complications were reported.

Event description:
Additional information was received from the consumer who reported the healthcare provider refuses to fill their pump and it was alarming ever 10 minutes. The pump was empty. The patient stated his alarm started alarming ¿along time ago¿ and he had been to the ER (spitting up blood) and ¿shitting himself¿ and no one wanted to help him. The patient¿s spouse got physician listings so the patient had called them all and no one would deal with all ¿the liable crap¿. The patient stated one would, but the patient would have to pay (B)(6) and the patient would not pay (B)(6). Additional information was received from the company representative who reported that they had arranged a new patient meeting with a physician who was willing to take the patient on but the patient and their spouse decided that was too difficult. The company representative stated that from their discussions with the patient¿s previous pump manager, the patient was a chronic problem patient that routinely missed refill appointments and then makes the managing physician extremely difficult which was why the patient was ¿fired¿. It was also confirmed that the (B)(6) fee was from the office the patient was referred to and was there because they do not accept the patient¿s insurance but would have accommodated the patient for cash payment. The patient rudely insulted the staff when they explained that refills were not covered under his medicare/medicaid hmo plan and the doctor¿s services were not free. Additional information was also received from the consumer who reported that the patient was not physically, mentally and medically not right due to these issues and wanted the pump removed. The consumer expressed difficulty with finding a new healthcare provider and declined offer to receive a new list of physicians. No further complications were reported regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.